Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user new to the ilet experienced nighttime low glucose alerts and a documented blood glucose of 65 mg/dl, with lows lasting less than one hour, and that he sometimes did not announce meals; troubleshooting and education were provided regarding early learning, meal announcements, and system adaptation. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included self-treatment with oral carbohydrates (glucose tablets and honey) without medical intervention, hospitalization, or assistance. Investigation included complaint review and user education. Investigation of this case revealed use-related factors associated with incomplete meal announcements and early adaptation period of the system. It was concluded that the event involved hypoglycemia with cause unclear, with no device malfunction identified and no additional clinical actions required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.